Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient whose implanted pump was for non-malignant pain, malignant pain and spine/back. Pump medication was reported as sufentanil concentration 1,500 mcg/ml; dose per day 9.3 mcg/day; bupivicaine concentration 5.0 mg/ml ; dose per day 0.0310 mg/day, morphine concentration asked, unknown; dose per day asked, unknown; dilaudid concentration asked, unknown. In the beginning he was only having to get his pump filled once every 6 months; and his memory was getting too bad; the health care professional told the patient it was the drugs and had them remove the pump. The patient stated his pump was leaking all over the place and had to be taken care of. There were company representatives at his surgeries. The patient also stated his pump had only lasted 3 yrs and had to be changed due to battery going dead. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.